Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was within range. Reportedly, the customer changed the cartridge or reloaded the cartridge to resolve the issue.